Event description:
It was reported that the pump is for repair and that the pump does not light up. The problem occurred during tests. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The pump was received for investigation. The service history showed no indication that the complaint was related to a service of the device within the review period. A visual test was performed. There was no functional test performed. The customer's problem was replicated, and it was found that the primary problem was a burnt pwa and a damaged dso seal. The pwa was replaced in order to correct the problem.